Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device displayed a "defib pad short" message. The medic was not able to deliver therapy to the patient. After a few seconds, the patient went back into a normal sinus rhythm and the medic continued to use the device to monitor the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.